Event description:
It was reported that this lead was part of a system revision due to pocket infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The lead was explanted.